Manufacturer narrative:
The system was examined and the reported event was replicated. The power distribution printed circuit board (pcb) and the us controller (pcb) were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2015. Based on qa assessment, the product met specifications at the time of release. The cause of the reported events can be attributed to the non-conforming power distribution pcb and us controller pcb. However, how that power distribution pcb and us controller pcb became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported a system fault code and the unit had no phacoemulsification power before a procedure. There was no patient involvement.